Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "researching the recent implant recall", "significant reduction in volume", "substantial decrease in size from the original implant", "visible and palpable rippling across the breast and implant", "discomfort in my right breast", and "bumps, pain, unidentified mass". Device remains implanted.